Event description:
It was reported that the patient presented in-clinic after receiving a patient notifier for low pacing lead impedance. Provocative testing of the lead and programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.